Manufacturer narrative:
Premature depletion was not confirmed by analysis. However an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Event description:
This report is to advise of an event observed during analysis.